Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 25.0 mg/ml at 3.99 mg/day. The indications for use were failed back surgery syndrome and spinal pain. On (B)(6) 2016, the patient fell and started passing out after the fall. The pump was reduced by 5% recently due to the passing out. The patient mentioned that she had a CT scan. The pump had not been checked since the fall. The patient was in the hospital emergency room twice. The pump came completely loose in the pocket in (B)(6) 2016. The patient said she looked pregnant on half of her belly. The patient said that this was very painful. The health care provider (hcp) said the patient had a ¿small area to implant the pump.¿ it was noted that this issue had only happened with the current pump ((B)(4)) and did not happen with the previous pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.